Event description:
Medtronic received information that four days post implant of a surgical valve, patient went into pericardial tamponade for one hour after removal of temporary pacing wires. The patient was returned to theatre of their sternotomy and peripheral veno-arterial extra corporeal membrane oxygenation (va ECMO). During theatre patient went into ventricular fibrillation and cardiac arrest. Defibrillation and cardiopulmonary resuscitation (CPR) was performed along with evacuation of the pericardial effusion. Patient was then transferred back to the ICU. Six days post implant, va ECMO was removed, sedation was weaned, and patient failed to wake and was unable to be extubated. Day seven post implant, computerized axial tomography (CT) was taken showing global severe hypoxic ischaemic injury. Extensive posteriorfossa involvement along with obstructive hydrocephalus and mild tonsillar herniation was also noted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).